Event description:
To summarize this event, a 30mm amplatzer cribriform occluder ("aco") was stable following the push-pull maneuver, however five seconds after detachment the aco lost the retro-aortic anchor and was only maintained by the very floppy posterior wall of the secundum septum. The aco was recaptured with a snare and a 40mm aco was implanted with success.

Manufacturer narrative:
The aco was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Although the aco met specifications, the results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.